Event description:
The customer reports a falsely elevated architect ipth assay result of 107 pg/ml that does not fit the clinical condition of the patient. This cancer patient had undergone a surgical procedure (excision) on a left thyroid gland tumor and three days post-operative had generated an architect ipth assay result of 40 pg/ml. It now has been two months post-operative and the current sample generated the result of 107 pg/ml. Testing has not been performed on any other chemistry platforms to verify the elevated result. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25 that has a similar product distributed in the us, list number 08k25-27. (B)(4).

Manufacturer narrative:
Accuracy testing was completed to evaluate architect intact pth (ipth) reagent lot 03112e00 using in-house file kits of to evaluate assay performance. The testing was conducted across three architect isystems and all results generated were within acceptance limits. This demonstrates that the assay can detect know concentrations of the analyte. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ipth assay package insert and the architect system operations manual contain information to address the current customer issue. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, it correlated well against the roche module e170. A review of release testing, which included the trending of human serum/plasma panels tested as part of product release testing, demonstrated that the assay has not shifted over time. Based on the results of the current evaluation, the architect ipth assay is performing as intended and no additional product issues were found. A product malfunction was not identified.